Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device displayed a whitescreen error. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of phenylephrine and the delivery was started. No specific pump programming parameters were provided. After an unspecified length of time, it was reported that the patient had a hypotensive event. At that time, it was reported while the nurse was titrating the medication the device screen displayed a white error page with a message to clamp the lines. It was reported the nurse was unable to open the channel of the device to remove the tubing set. At that time, the nurse reported the medication was delivered IV push via the patient's IV site until a replacement device was obtained and the line was flushed. The customer contact reported the patient was assessed, monitored and there was respiratory/airway management. No specific details were provided. There were no reported adverse effects. Though requested, no additional info was provided.